Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite xenon light source was not turning on. The spare lamp light-emitting diode was blinking on the front panel. In addition, the primary lamp was not coming on; however, the spare lamp was working. The event was found during routine inspection and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the customer¿s complaint/reportable malfunction was confirmed. Based on the results of the legal manufacturer's investigation, it was confirmed that the lamp would be switched to the spare lamp due to a faulty converter (power supply component). Based on the technical guide of clv-s190, the specification of the spare lamp was confirmed. The cause of the faulty converter and spare lamp blinking could not be identified. The clv-s190 instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[important information ¿ please read before use]. Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.